Event description:
Pt st had uncomplicated lensx laser docking with soft fit pt interface to right eye with subsequent capsulotomy, lens fragmentation and arcuate incision. Despite the eye looking normal at the postoperative visits, the pt described dark and light patches of vision with greatly reduced vision. At one week postoperatively, the best corrected vision was 20/70. She was seen by a neuro-ophthalmologist who diagnosed her with posterior ischemic optic neuropathy due to the lensx laser. Event reappeared after reintroductions? No.